Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's atrial lead exhibited decreased sensing as well as increased capture threshold. The patient's physician reprogrammed the system and will continue to monitor the patient. No patient symptoms were reported, and no further information was available.